Manufacturer narrative:
A review of the electronic data files from the unit show that starting on (B)(6) 2014 during an automatic unit self-test, the AED detected a problem and reported a service code by flashing its red asi, and chirping to alert the user. From this point forward, the AED continued to perform its automatic unit self-tests and detect the problem with the AED, report a service code, flash its red asi and chirp to alert the user. There is no evidence in the electronic data files of any user actions to ascertain the alarm condition of the AED and take remedial action to address it. The AED sat in this condition until (B)(6) 2016 (the assumed event date) when AED was powered on, it reported a service code, analyzed the patient, advised a shock, charged, reported the service code and aborted the shock. The AED was powered back on and it repeated the same scenario. User then powered the AED on and off, and the AED reported the service code upon power down. The AED was powered on one last time, it analyzed the patient, advised a shock, and after 12 seconds of charging, the shock button was pressed and the electronic file ends. No further event details were present on the electronic files. Analysis of the returned device by defibtech identified that the AED's high voltage circuit was damaged. The damage to the device's high voltage circuit inhibited our ability to determine which component, if any, may have caused the problem. Although the exact cause of the damage to the AED's high voltage circuit could not be determined, it is likely related to the problem that was identified and reported by the AED on (B)(6) 2014. The ddu-100 AED performs daily, weekly, monthly and quarterly self-tests automatically to check the integrity of the unit's hardware and software to ensure the operational readiness state of the unit. In this case, by design on (B)(6) 2014, the unit performed an automatic self-test and identified a problem. The unit flashed its red asi and chirped to alert the user, however there is no evidence in the electronic data files of any user actions to ascertain the alarm condition of the AED and take remedial action for the problem prior to the unit being deployed on 2016-11-23.

Manufacturer narrative:
Based on the initial report, we requested the distributor to provide event and patient information for the reported rescue attempt. To date, no patient details have been provided and the patient outcome is not known. The AED's electronic files are not available since the unit will not power on. We have also requested that the AED, battery pack and defibrillation pads used during the reported event be returned so they may be investigated. To date, no items have been received. The investigation is currently ongoing and no root cause is known.

Event description:
On 12-15-2016 it was reported by a distributor that a user deployed the AED on a patient (exact day of the event was not provided), and when the user pressed the shock button the AED made a noise, but it wasn't clear to the user if the unit had delivered a shock or not. The user reported that it didn't matter at the time, as the ambulance crew were walking through the door. The user further stated that the unit wouldn't turn back on so they sent it to the distributor who confirmed that the unit would not power on or initiate self-tests. No patient details were provided. Based on the initial report, the AED, battery pack and defibrillation pads used during the event were requested. To date, no items have been received.